Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported display dim and unit will not shut off or go into standby. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 04aug2020; b4: 17aug2020. A pm pcba (power management, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that cycle testing did not replicate reported failure. Brightness controls operate normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.